Manufacturer narrative:
During coil embolization of the posterior communicating artery (pcom) aneurysm that measure 7mmx6.3mm, the orbit rdfl complex fill coil delivery system ((B)(4)) was flushed and the coil was found stretched. The device was change to another one to complete the procedure. The product was stored per labeling instructions, and neither, the exterior nor inner package was damaged. There were no issues during removal of the device that might have contributed to the event, and the product was removed from the package per labeling instructions. The coil was not exposed from the introducer and handling did not cause the reported issue, and during removal, the introducer was always maintained covering the coil. No damages were noted on the introducer or delivery system that might have contributed to the event. Other than the reported event, no other damages were noticed with any other section of the device coil; it was not detached, separated, fractured, etc and the delivery system/introducer was not kinked, bent, fractured, separated, etc. The coil remained attached the delivery system. One non-sterile trufill dcs orbit was received coiled in a plastic bag, several bends were found along the hypotube; no other anomalies were noted. The support coil, gripper and embolic coil were found outside the introducer. The gripper and embolic coil were inspected under the microscope; the embolic coil was found stretched at the proximal section while gripper presented no damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis of the returned device. The cause of the other damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition; however, it was reported that the coil was found stretched prior to use in the patient after stretching. The records indicated that the product met specification prior to shipment. With review of the information and analysis, no conclusion can be made. Additionally inspections are in place to prevent these kinds of damages leaving from the facility; therefore no corrective action will be taken at this time.

Event description:
During coil embolization of the (pcom) posterior communicating artery with an aneurysm that measure 7mm*6.3mm, the orbit rdfl complex fill coil delivery system (638cf0515/15333814) was flushed and the coil was found stretched. The device was change to another one to complete the procedure. The product was stored per labeling instructions, and neither, the exterior nor inner package was damaged. There were no issues during removal of the device that might have contributed to the event, and the product was removed from the package per labeling instructions. The coil was not exposed from the introducer or handle causing the reported issue, and during removal, the introducer was always maintained covering the coil. No damages were noted on the introducer or delivery system that might have contributed to the event. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15333814 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled in a plastic bag, several bents were found along the hypotube, no other anomalies were noted; support coil, gripper and embolic coil were found outside the introducer. Gripper and embolic coil were inspected under the microscope; embolic coil was found stretched at the proximal section while gripper presented no damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil unraveled/stretched' was confirmed, during analysis it was noted that the embolic coil was stretched, the cause of the other damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.